Event description:
The customer reported the water supply of the evis lucera gastrointestinal videoscope was poor. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material found in the nozzle found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in evaluation found the complaint was confirmed and air/water supply volume did not meet standard value due to clogging of the nozzle. In addition, evaluation found water removal ability did not meet standard value due to clogging of the nozzle, water tightness was lost due to scratch on the grip, the bending angle in the up direction did not meet standard value and the play of the up/down nozzle did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was chipped, the mouthpiece was loose, the paint on the suction cylinder and air/water cylinder was peeled, the suction cylinder was shaved, the endoscope connector had corrosion due to water leakage, the image had white dots due to damage to the charged coupled device, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b3 and b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the poor water supply was observed prior to an unknown procedure. There was no delay and the procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material in the nozzle was checked but unable to be identified. There were no deformation in the nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.